Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the shaft inside of the balloon was kinked. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 19697 was returned and analyzed. Visual inspection was performed and the balloon was bent. No anomalies were identified on the shaft segment. The shaft was intact with no apparent issue. No anomalies were identified with the electrical handle segment. The electrical connector was intact with no apparent issue. The catheter smart chip data was reviewed. Data indicated the catheter was never used (no application performed). The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. The pressure and flow were in range and temperature curve had no oscillation or overshoot. During inflation, it was observed that the guidewire lumen kinked inside the balloon. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.1 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the reported guidewire kink was confirmed through analysis and the balloon catheter failed the returned product inspection due to a guidewire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.